Event description:
It was reported that there was a possible lead fracture, and the patient received several shocks, suspected to be caused by oversensing of noise. It was also reported that the impedance was unstable and dipped to low impedance of less than 200 ohms. When the pocket was opened, the lead was observed to be cut, exposing the conductors. It was confirmed that an interaction between the previously abandoned lead and the lead caused the t-wave oversensing and inappropriate shocks. The pace/sense portion of the lead was capped, and a new pace/sense lead was implanted. The defibrillation portion remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B) (4)

Event description:
It was reported that there was a possible lead fracture, and the patient received several shocks, suspected to be caused by oversensing of noise. It was also reported that the impedance was unstable and dipped to low impedance of less than 200 ohms. When the pocket was opened, the 5076 lead was observed to be cut, exposing the conductors. It was confirmed that an interaction between the previously abandoned 5076 lead and the model 6947 lead caused the t-wave oversensing and inappropriate shocks.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.